Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 7.4 mmol, 16.1 mmol. Tests were done within 20 minutes within a difference of 65%. Pt did not experience any adverse events. No further info has been reported.